Event description:
The customer reported that the sensor filament of the abbott diabetes care (adc) device remained in the arm. The customer did not experience any symptoms. The customer was able to self-treat and removed the filament. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The dates entered in section b is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.